Manufacturer narrative:
Damaged release button post. Evaluation summary: the device was returned with the shrouds separated and without a reload on the device. The device opened and closed without any difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks, it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. While there is not enough evidence to conclude what caused the left release button post to break, it is possible that the device was clamped over thicker tissue then indicated, creating higher internal stresses. Please note that a 100% inspection takes place during mfg to ensure the device meets the required specs prior to shipment. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during bariatric surgery-sleeve resection procedure, the device jammed and did not fire or staple. A manual release was not functioning for twenty minutes. Unk how case was completed. There were no adverse consequences to the pt.